Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to malposition of the clip may include, but not limited to, inadequate nick and spread and/or device pulled back during clip deployment. Reportedly, the starclose se device was being used in an area with calcification. It should be noted that the starclose se instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 1494 - patient selection.

Event description:
It was reported that this was an arteriotomy closure of the mildly spotty calcified right common femoral artery using a starclose device after a coronary artery disease interventional procedure using a 7f sheath. Reportedly, all steps 1-4 were performed as intended, however, the clip was deployed/applied to the skin. This resulted in significant bleeding with poor visibility. A hemostatic dressing was used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.